Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Pump passed the dat. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of 61 mg/dl after taking too much insulin and had passed out. The customer experienced symptoms such as nausea and vomiting. The customer was treated with their insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.